Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process.

Event description:
It was reported that the pt experienced a loss of therapeutic effect for "3-4 days" following a fall on the device. The pocket site "is really sore and swollen." The pt was also having difficulty adjusting the stimulation. Additional info has been requested, a follow-up report will be sent if additional info becomes available.